Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the left femoral artery. The 95% stenosed lesion was located in the moderately tortuous and calcified left common iliac artery. The physician advanced a non-bsc guide wire and performed ivus of the target lesion. Then the physician advanced 8.0x20x135cm sterling balloon to predilate the lesion. The sterling balloon was inflated to 8atms. On the second inflation the balloon ruptured at 8atms. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).